Manufacturer narrative:
Device was used for treatment, not diagnosis. The previously reported device was not implanted/explanted and there is no allegation of complaint against this device. The initial medwatch report mw-299149 is hereby rescinded. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received on december 31, 2015 reporting that the explanted hardware included an unknown femoral nail and an unknown quantity of unknown locking screws. There was no end cap included in the construct and an end cap was not implanted in the patient and explanted as previously reported. There is no allegation of complaint against this device.this medwatch report is hereby rescinded based on this additional information.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a lateral entry femoral nail revision was performed on (B)(6) 2015 due to nonunion. It was reported that an unknown femoral nail, an unknown quantity of unknown locking screws, and an end cap were removed. The original date of implant is unknown. The femur was revised with a shorter 6.5mm reconstruction screw; however, it is unknown what other hardware was used for the revision. The surgery was delayed two (2) minutes due to an event during surgery addressed and reported in related complaint (B)(4). It was reported the procedure was successfully completed and the patient is doing well. This report is for one unknown end cap. (B)(4).